Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) observed a broken component on a disposable cassette where the heater line attaches to the heater supply bag. The hp stated they connected the heater line to the bag, went to break the frangibles, and determined that the heater line connector on the cassette had been broken. This occurred during priming of peritoneal dialysis therapy. The patient was not connected at the time of the event. The technical service representative (tsr) advised the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.